Event description:
On 21/21/97 the ipp device was implanted. On 3/4/97 the reservoir was repositioned, nothing removed or replaced. On 6/26/97 the entire device was removed and replaced due to "would not deflate."